Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of ticket trending did not identify atypical complaint activity related to this issue. Accuracy testing was completed using retained kits of reagent lot 38467m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performed per specification. There was not enough information to suggest a malfunction as the issue was for a discreet patient and a duplicate retest of the initial sample and the original sample gave the expected result indicating a potential sample handling or sample integrity issue which is addressed in the labeling. No additional issues were identified.

Event description:
The customer questioned a higher than expected result of 105 (unit of measure was not provided) for the architect ca19-9xr assay. The suspect sample was retested and results of 2.82 and 2.58 were generated. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). Note: this report is being filed on an international product, architect ca19-9 list 02k91-25 that has a similar product distributed in the us, list number 02k91-27.